Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Two photos accompanied the complaint file and show the distal section of the shaft of the cerebase separated; the catheter appears to be in one piece, connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. A manufacturing record evaluation was performed for the finished device 31174928 number, and no non-conformances related to the malfunction were identified. This issue is being addressed through cerenvous quality system. The issue regarding a catheter being broken was confirmed based on the shaft separation observed, at the same time this condition could be the result of the difficulties experienced during the withdrawal of the device. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Us FDA determination: withdrawal difficulty of the cerebase device from the vessel could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage. The separation of the device into two pieces while in patient can potentially embolize, causing patient harm. In this case, there were no reports of patient harm. However, the event resulted in a 15-minute procedural delay, which the user felt was clinically significant due to the nature of the procedure. Since the treating physician felt the time delay was significant and presented a risk for patient harm, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury,¿ with an awareness date of 24-jan-2024. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that a gs 90, 90 cm, straight, distal (gs9090sd/ 31174928) was used for a thrombectomy procedure. During the procedure, the user reported device withdrawal difficulty from vessel and catheter-body/shaft- separation while in-patient. The event was reported as such, ¿cerebase broke while probing an elongated carotis and could only be removed from the patient with great difficulty.¿ the surgery was delayed by 15-minutes. Additional information received on 24-jan-2024 confirmed the treating physician found the delay to be clinically significant because the thrombectomy procedure was done as an acute intervention. The procedure was successfully completed. No fragments were generated from the event. The target vessel/site being treated was the ¿cervical segment of the left ica.¿ vessel characteristics were noted as ¿vessel tortuosity, light calcifications.¿ the device had not been advanced against resistance. Regarding if the concomitant devices functioned as expected, it was stated ¿no, it wasn´t possible to push/move the 5f-berenstein ii catheter forward/over the defect. All of the material had to been removed in order to come further. The removal was very difficult in the last part (8f sheath).¿ there were no patient consequences as a result of the event.

Manufacturer narrative:
Product complaint#: (B)(4). Section h9: FDA correction/ removal reporting no. 3007628272-02/02/2024-001-r.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: it was reported, via a healthcare professional, that a gs 90, 90 cm, straight, distal (gs9090sd/ 31174928) was used for a thrombectomy procedure. During the procedure, the user reported device withdrawal difficulty from vessel and catheter-body/shaft- separation while in-patient. The event was reported as such, ¿cerebase broke while probing an elongated carotis and could only be removed from the patient with great difficulty.¿ the surgery was delayed by 15-minutes. Additional information received on 24-jan-2024 confirmed the treating physician found the delay to be clinically significant because the thrombectomy procedure was done as an acute intervention. The procedure was successfully completed. No fragments were generated from the event. The target vessel/site being treated was the ¿cervical segment of the left ica.¿ vessel characteristics were noted as ¿vessel tortuosity, light calcifications.¿ the device had not been advanced against resistance. Regarding if the concomitant devices functioned as expected, it was stated ¿no, it wasn´t possible to push/move the 5f-berenstein ii catheter forward/over the defect. All of the material had to been removed in order to come further. The removal was very difficult in the last part (8f sheath).¿ there were no patient consequences as a result of the event. Withdrawal difficulty of the cerebase device from the vessel could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage. The separation of the device into two pieces while in patient can potentially embolize, causing patient harm. In this case, there were no reports of patient harm. However, the event resulted in a 15-minute procedural delay, which the user felt was clinically significant due to the nature of the procedure. Since the treating physician felt the time delay was significant and presented a risk for patient harm, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury,¿ with an awareness date of 24-jan-2024. The file will be re-reviewed if additional information is received at a later date. Two photos accompanied the complaint file and show the distal section of the shaft of the cerebase separated; the catheter appears to be in one piece, connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. The catheter was received with fracture of joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was delaminated and stretched between the separated segments. The other joints in the distal region of the catheter were intact, without obvious separations. The fractured joint exhibits evidence of wires being ripped from polymer topcoat, indicating some degree of melting and embedding of wires into polymer and adhesion of the ptfe liner. The fact that the braid wire pulled cleanly out without significantly shredding the polymer topcoat indicates a weaker bond than typical. This can be confirmed by comparing reference of a known properly fused catheter and showing a lower degree of shredding of the polymer topcoat. The segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. - dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches (l10 and proximal shaft). The radiopaque marker band was received in an ovalized condition, most likely due to handling prior to shipment. - conclusion: based on the images and the work value associated with the tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenvous quality system. Complaint conclusion: it was reported, via a healthcare professional, that a gs 90, 90 cm, straight, distal (gs9090sd/ 31174928) was used for a thrombectomy procedure. During the procedure, the user reported device withdrawal difficulty from vessel and catheter-body/shaft- separation while in-patient. The event was reported as such, ¿cerebase broke while probing an elongated carotis and could only be removed from the patient with great difficulty.¿ the surgery was delayed by 15-minutes. Additional information received on 24-jan-2024 confirmed the treating physician found the delay to be clinically significant because the thrombectomy procedure was done as an acute intervention. The procedure was successfully completed. No fragments were generated from the event. The target vessel/site being treated was the ¿cervical segment of the left ica.¿ vessel characteristics were noted as ¿vessel tortuosity, light calcifications.¿ the device had not been advanced against resistance. Regarding if the concomitant devices functioned as expected, it was stated ¿no, it wasn´t possible to push/move the 5f-berenstein ii catheter forward/over the defect. All of the material had to been removed in order to come further. The removal was very difficult in the last part (8f sheath).¿ there were no patient consequences as a result of the event. Withdrawal difficulty of the cerebase device from the vessel could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage. The separation of the device into two pieces while in patient can potentially embolize, causing patient harm. In this case, there were no reports of patient harm. However, the event resulted in a 15-minute procedural delay, which the user felt was clinically significant due to the nature of the procedure. Since the treating physician felt the time delay was significant and presented a risk for patient harm, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury,¿ with an awareness date of 24-jan-2024. The file will be re-reviewed if additional information is received at a later date. Two photos accompanied the complaint file and show the distal section of the shaft of the cerebase separated; the catheter appears to be in one piece, connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. The catheter was received with fracture of joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was delaminated and stretched between the separated segments. The other joints in the distal region of the catheter were intact, without obvious separations. The fractured joint exhibits evidence of wires being ripped from polymer topcoat, indicating some degree of melting and embedding of wires into polymer and adhesion of the ptfe liner. The fact that the braid wire pulled cleanly out without significantly shredding the polymer topcoat indicates a weaker bond than typical. This can be confirmed by comparing reference of a known properly fused catheter and showing a lower degree of shredding of the polymer topcoat. The segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. - dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. All dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches (l10 and proximal shaft). The radiopaque marker band was received in an ovalized condition, most likely due to handling prior to shipment. - conclusion: based on the images and the work value associated with the tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenvous quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.